Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be provided in a supplemental report. Remains implanted.

Manufacturer narrative:
The patient is (B)(6). An event regarding pain involving a triathlon insert was reported. The event was not confirmed. A review of the provided medical records and x-rays by a clinical consultant indicated: x-ray copies, all of which are dated off the films, include a series noted as (B)(4) 2010, and includes an ap and lateral of the left knee demonstrating a cemented left total knee arthroplasty in nominal position with skin staples in situ. A series noted to be (B)(4) 2011 is an ap and lateral of the left knee, and there is no change except for a slightly thicker insert. There is no evidence of factors of faulty prosthetic design, manufacturing or materials being responsible for this clinical situation. Reflex sympathetic dystrophy should be ruled out as a possible cause of the persistent symptoms in this case. Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no other events for the lot referenced. Review of x-rays and medical records by a clinical consultant indicated the triathlon knee system to be in nominal position and there is no evidence of factors of faulty prosthetic design, manufacturing or materials being responsible for this clinical situation.

Event description:
The patient reports having revision surgery on the left knee in (B)(6) 2011. The patient continues to have the same problems he was having prior to the revision. The patient reports pain, knocking and clicking in the knee. Patient experiences pain when walking, standing and lifting the knee.

Event description:
The patient reports having revision surgery on the left knee in (B)(6) 2011. The patient continues to have the same problems he was having prior to the revision. The patient reports pain, knocking and clicking in the knee. Patient experiences pain when walking, standing and lifting the knee.